Event description:
It was reported that elevated sensing integrity counter (sic) and right ventricular (rv) lead oversensing were observed on the electrograms. Ventricular oversensing and noise were reproducible with pocket manipulation. This resolved with reprogramming of outputs. The lead remains in use. No patient complications have been reported as a result of this event.